Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during sterilization/sanitation for an endoscopic vein harvesting procedure, bom 7 mm extended length endoscope had a blurry picture, they found a break in the welding between the shaft and the head, and they saw moisture inside near the lens. The hospital did not report any patient effects as there was no patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). Auto number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during sterilization/sanitation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had a blurry picture, they found a break in the welding between the shaft and the head, and they saw moisture inside near the lens. The hospital did not report any patient effects as there was no patient involvement.